Event description:
Per the clinic, the patient is a non-user and has not used the device for several years due to static noise and poor sound quality. Subsequently, the device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.